Event description:
The patient's ICD reached early eri. The lifetime charging history and lifetime pacing history can not explain the rapid decrease in battery voltage. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience of premature battery depletion was confirmed. The device was tested on the electrial testing. Except for the low battery voltage, no other anomaly was detected and the device met all specifications. Device was cut open, the battery measured 1.875v. The device was tested on temperature cycle and humidity cycle test. All device current measurements were normal. The cause for battery depletion could not be determined.